Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the end user has stated there was a malfunction with this item and we have quarantined the product for your evaluation. Product a300416a, lot #ngkr2055. Tray foley ic bag 16 fr silicn.

Event description:
It was reported that the product a300416a, lot #ngkr2055. Lawson # is 545701, tray foley ic bag 16 fr silicn. The end user has stated there was a malfunction with this item and have quarantined the product for your evaluation. Customer responded via email on 24sep2025. It was reported that no sample is available, and the product was not used on the patient. Customer requested to close the complaint.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.